Event description:
The customer reported to siemens that erroneously depressed creatinine_2 (crea_2) results were obtained on twenty-two (22) patient samples on an atellica ch 930 analyzer. The erroneously depressed results were reported to the physician(s), and the results were not questioned. The same samples were reprocessed on the original atellica ch 930 analyzer. Higher reprocessed results were obtained and considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed creatinine_2 (crea_2) results obtained on twenty-two (22) patient samples on an atellica ch 930 analyzer. Siemens reviewed the available instrument data files and the information provided by the customer. Quality control (qc) recovered within range prior to running patient samples on the event date. The customer ran out of reagent and moved to a new reagent well. When the erroneously depressed crea_2 results were obtained, the customer ran qc on a new reagent well, which recovered out of range. The customer performed a lot calibration as a standard troubleshooting procedure. The customer rejected crea_2 calibration due to low response values compared to alternate crea_2 calibrations. The customer moved to another reagent pack and ran qc and calibration, which recovered acceptably. Siemens determined that the compromised reagent well of unknown cause potentially contributed to the erroneously depressed crea_2 results. The issue was resolved with standard troubleshooting procedures, including a lot calibration on another reagent well. The analyzer is operational. Siemens is evaluating the event to identify the cause of the compromised reagent well.

Manufacturer narrative:
Additional information (07-apr-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens' further review of the instrument data indicated that the reagent 1 arm did not detect reagent at the expected fill height when entering the new reagent pack. The analyzer recorded zero level-sense transitions and an aspiration pressure error during the first aspiration attempt. The analyzer corrected for the lower reagent volume and continued processing from the pack well, which led to erroneous results. Level-sense data indicated that well 1 of the reagent pack was lower than expected fill. However, there was no hardware issue that contributed to the reported event. As indicated in the initial MDR, the compromised reagent well of unknown cause potentially contributed to the erroneously depressed crea_2 results. A product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect siemens investigation. Initial MDR 2432235-2025-00077 was filed on 06-mar-2025.